Manufacturer narrative:
Pending investigation. D10: equinoxe reverse shoulder glenosphere locking screw 320-15-05 7134071. Equinoxe reverse shoulder fixed angle torque defining screw kit 320-20-00 7179144. Equinoxe reverse shoulder 42mm humeral liner +0mm 320-42-00 6346499. Equinoxe reverse shoulder humeral adapter tray + 15mm 320-10-15 5775190.

Event description:
As reported, the patient had an initial left tsa on an unknown date. The patient was revised on (B)(6) 2022 due to an unstable shoulder and poly disassociation. The poly was exchanged and a larger humeral adapter plate and glenosphere were implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported was likely the result of a combination of dislocation and humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation ¿ which may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities ¿ led to the dislocation as the devices were not returned for evaluation and images/radiographs were unable to be obtained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h6 MDR section codes updated/corrected: a, b, c, d, e, g the revision reported may have been due to disassembly, instability, and/or dislocation. However, the reported disassembly, instability, and dislocation could not be confirmed. An unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above could have been contributing factors to the reported adverse event. Disassembly of the humeral liner and potential contributions of user and patient-related considerations to the event cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.